Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely. It was also noted that there was high undefined impedances, loss of sensing and noise on the right atrial (ra) lead. The ipg and ra lead was explanted and replaced. No patient complications have been reported as a result of this event.